Manufacturer narrative:
The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A new follow up will be performed as soon as the result are available.

Event description:
Reportedly, on (B)(6) 2024, failure to pace was spotted when the patient returned to the patient room, an x-ray was performed which confirmed the lead dislodgement. Re-intervention was performed the same day ((B)(6) 2024), the implantation position was changed from the inferior septum to the apex, and the re-intervention was successfully completed. The physician commented that the patient may have raised his left arm, which could explain the dislodgement of the lead.

Event description:
Reportedly, on (B)(6) 2024, failure to pace was spotted when the patient returned to the patient room, an x-ray was performed which confirmed the lead dislodgement. Re-intervention was performed the same day ((B)(6) 2024), the implantation position was changed from the inferior septum to the apex, and the re-intervention was successfully completed. The physician commented that the patient may have raised his left arm, which could explain the dislodgement of the lead.

Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the dislodgement was confirmed with an x-ray and the subject lead was re-positioned during the re-intervention performed on (B)(6) 2024. Since no patient files (cs and expert files) were provided, and as the available x-rays/fluoroscopies did not corroborate the reported dislodgement, the reported lead dislodgement could not be confirmed with certainty. Based on available information, the lead dislodgement/micro dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more detail, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6) 2024 failure to pace was spotted when the patient returned to the patient room, an x-ray was performed which confirmed the lead dislodgement. Re-intervention was performed the same day (B)(6) 2024), the implantation position was changed from the inferior septum to the apex, and the re-intervention was successfully completed. The physician commented that the patient may have raised his left arm, which could explain the dislodgement of the lead.